Manufacturer narrative:
Product event summary- the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the caller was concerned the implantable cardioverter defibrillator (ICD) battery longevity was shorter than ex pected. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.